Event description:
It was reported that, "the pt complained of pain. The screw was loose in the insert so the insert was exchanged."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.